Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The plunger, suture, cuffs, link and needles, key components of the device, were not returned; therefore, the reported suture becoming caught up in the device and the needle plunger not being able to be completely removed could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial proglide device through a 7-french sized access site, the suture became caught up in the device and the needle plunger could not be completely removed. The suture was cut freeing the device for removal. The sutures from two additional proglide devices, were successfully deployed and set to the side. The access site was upsized to 16-french to accommodate the aaa delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.